Manufacturer narrative:
Philips service replaced the defective os disk spare part and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc os disk intermittent failure caused system hang on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.